Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure was complete, it was difficult to remove the laser flex tube from the patient. The customer alleged that the thicker are above the balloon got caught on the patient's glottis. The tube had to be rotated before it could be removed.